Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) performed a troubleshot and performed a visual inspection but was unable to duplicate the reported issue. All drawers and pockets were tested and operated with no problems observed. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was broken and showing required maintenance. The customer stated that they tried to reboot and recover. The customer unplugged and replugged the power cable, but the issue persisted. The customer also opened the back panel and checked the connections; however, the issue continued. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.